Event description:
It was reported that during the implant procedure, the lead was not flushed before insertion. The guidewire was loaded into the lead and the lead was positioned. After slitting the guide, the physician removed the guidewire but had great difficulty. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).